Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by (B)(6) case manager that the customer was hospitalized due to diabetes ketoacidosis. It was reported that the cannula was bent as well. The customer's blood glucose was 681mg/dl. The case manager stated the customer will not be allowed to leave without a functioning pump.